Event description:
The homecare provider (hcp) initially reported the following info: (1) a new technician was filling a 50r70 from a source tank inside a truck. (2) the 50r70 quick connect started leaking liquid oxygen so the technican disengaged the transfer line (which reportedly had a small hole). (3) he did not turn off the source tank after disengaging the transfer line. (4) the quick connect on the 50r70 continued to leak. (5) at the same time, the pressure in the transfer line caused the line to burst resulting in liquid oxygen leaking from the line, too. (6) the leak from the transfer line saturated the technican. (7) he rec'd cold injury burns under both forearms which required at least one skin graft.